Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor quality image is unconfirmed. The scanner does not display any rain like image. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as internal failure within the probe. (Reference: MDR number 3006260740-2021-03351).

Event description:
Per biomed: the unit still has ¿raining¿ white noise on the screen.